Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer had a loose connector/cable assembly. The device was mechanically intact. The analyzer failed functional tests and was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer originally returned as an associated device and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.